Manufacturer narrative:
Concomitant medical product: 429888 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) migrated out of the pocket, causing the patient to experience chest pain. The crt-d remains in use. No further patient complications have been reported as a result of this event.